Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/ abdominal/chronic') and genital haemorrhage ('bleeding: general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain: pelvic/ abdominal/chronic"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), headache ("other injuries/symptoms: other, headaches") and abdominal distension ("other: bloating"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menorrhagia had resolved and the headache and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, genital haemorrhage, headache, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: patient received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), genital bleeding, headaches and bloating. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s) result not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received-case becomes incident. Event injury was removed. New events pain: pelvic/ abdominal/ chronic, bleeding: menorrhagia (heavy menstrual bleeding),general abnormal bleeding, other injuries/symptoms: other, headaches and other: bloating were added. Explant date was added. Product indication was updated. Lab data was added. Patient¿s date of birth was added. Reporter¿s information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/ abdominal/chronic') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: pelvic/ abdominal/chronic"), abdominal pain lower ("cramping"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), genital haemorrhage ("bleeding: general abnormal bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), headache ("other injuries/symptoms: other, headaches"), abdominal distension ("other: bloating"), alopecia ("hair loss"), the first episode of urinary incontinence ("bladder or urinary problems or changes"), the second episode of urinary incontinence ("bladder or urinary problems or changes") and fatigue ("fatigue,") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved, the abdominal pain lower, dyspareunia, alopecia, the last episode of urinary incontinence, fatigue and weight increased was resolving and the headache and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, pelvic pain, vaginal haemorrhage, weight increased, the first episode of urinary incontinence and the second episode of urinary incontinence to be related to essure (ess205). The reporter commented: patient received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), genital bleeding, headaches and bloating. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 11-apr-2005: total bilateral occlusion. Bilateral fallopian tubes occluded. Both micro-inserts. Clearly visualized on the scout fil. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: pfs received: event coding updated from urinary tract disorder to incontinence, bladder disorder to urinary leakage. Event outcome updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/ abdominal/chronic') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: pelvic/ abdominal/chronic"), abdominal pain lower ("cramping"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), genital haemorrhage ("bleeding: general abnormal bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), headache ("other injuries/symptoms: other, headaches"), abdominal distension ("other: bloating"), alopecia ("hair loss"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and fatigue ("fatigue,") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and genital haemorrhage had resolved, the abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, alopecia, bladder disorder, urinary tract disorder, fatigue and weight increased was resolving and the headache and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), genital bleeding, headaches and bloating. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: pfs received : events added -abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, hair loss and cramping. Previously reported event of genital haemorrhage downgraded to non-serious. Reporter added, patient demographic added, events severity and lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.